Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient with an l4 compression fracture underwent a balloon kyphoplasty procedure (bkp). During the procedure, it was confirmed that cement leaked beyond the caudal end plate. It was noted that the trauma at l4 was old and bone sclerosis was evident. According to the report, this led to the improper formation of cavity and eventually caused the cement leakage to the caudal end plate. No patient complications were reported. The type of cement used was not specified in the complaint.